Event description:
It was reported that one day post implant, there were no atrial electrogram markers observed, and p-waves could not be measured while in bipolar mode. The right atrial (ra) lead was reprogrammed to unipolar, and only very small p-waves could be measured due to the patient's atrial fibrillation. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted (B)(6) 2015. (B)(4).